Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The severely diffused target lesion was located in the left circumflex artery. A 3.00x38mm promus element plus stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.